Event description:
It was reported that the pump did not annunciate blood glucose alerts as intended. There was no adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.